Manufacturer narrative:
Block b3: exact date unknown, event occurred few years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500 model: sc-8216-50 serial: (B)(6). Batch: 7071224.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief.